Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source on and off switch does not function. The issue occurred after an ear, nose, and throat examination procedure that was completed without delay using the same device. Patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 06 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of on/off switch does not function was confirmed. Based on the results of the investigation, it is likely that the on/off switch did not function due to faulty power switch unit. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.